Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had a high temperature alarm during use. Alternative equipment was used to replace the patient, preventing any harm.

Manufacturer narrative:
Due to character limitations in e1: full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e3, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival, fse confirmed customer¿s report of a fault based on inspection and fault logs. The equipment filter was cleaned. The equipment passed all factory-specified performance and safety tests. The equipment has been delivered to the customer and is ready for clinical use.

Event description:
N/a.